Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient had a damaged package and medication. The patient stated that remodulin had leaked out of the package upon delivery. The patient advised that two cassettes were not functioning properly. There were no interruptions to therapy, missed doses, or adverse events reported as a result of the product issue. There was no patient involvement.